Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 4.0 x40, 135cm charger balloon catheter was advanced for dilation. However, the balloon catheter became stuck on the wire and would not cross the lesion. No patient complications were reported.